Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, there was a continuous pump alarm. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Visual inspection of the switch by the investigator found the switch to be plugged with debris and rust. A MDR remediation activity related to manufactured devices with a FDA product code ¿dwc: controller, temperature, cardiopulmonary bypass heater cooler" was conducted. (B)(4).¿

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr replaced the pump prime pressure switch on the unit. With the switch replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint, that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.